Event description:
The hcp reported the pt had an overdose due to a suspected pocket fill following a refill session. The symptoms reported were pinpoint pupils, although they were still able to arose the pt. The drug used in the pump was reported as dilaudid (hydromorphone). The dosage and concentration were not reported. Add'l info has been requested, but it was not available on the date of this report.